Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved 154" 15 drop primary set w/4 microclave®, 0.2 micron filter, rotating luer, 1 ext and was reported via medwatch report ((B)(4)). The medwatch stated that there was a crack in the IV tubing allowing medication and fluid to leak out. The patient did not respond to sedation medication, and upon further inspection the IV tubing leak was found. It was not due to loose connections, but an actual crack in the hard part of the tubing. The original intended procedure was IV med administration. The set was initially placed on patient on (B)(6) 2021 and there were no issues noted during initial set-up/priming. The location where the event occurred was in the hospital specifically in the patient¿s room. There was patient involvement, however, there was no report of any adverse outcome as a consequence of this event.